Event description:
It was reported that the patient experienced inadequate stimulation and was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well and the explanted device was kept by the facility.